Event description:
The reporter did meter to hcp meter comparison tests. The tests were done at the same time, using different fingersticks. The reporter meter read 159 mg/dl, and the dr's (accucheck) meter read 107 mg/dl. The reporter felt 'weak and shakey' at the time of the tests. No harm was alleged.